Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case the delivery system balloon burst during valve deployment, at full inflation. Despite the burst balloon the valve was well implanted. Due to the non-folded shape, the burst balloon caught the tip of the pig tail catheter that was inserted into the contralateral femoral artery. After many maneuvers, it was impossible to release the catheter from the tip of the balloon. Vascular surgery was performed in order to clear the abdominal aorta and a retroperitoneal hematoma was detected at the bifurcation level of the abdominal aorta. Several blood transfusions were necessary, and the patient spent several days in ic. After an early improvement of the patient conditions, the patient was extubated and transferred into the cardiologic intensive care. The patient passed away 37 days post procedure.

Manufacturer narrative:
The device was not returned for evaluation. Additionally, no applicable imagery was provided for review. A DHR review and lot history review could not be performed due to no lot information being provided. As the balloon burst and withdrawal difficulties were unable to be confirmed, a complaint history review is not required. Due to no lot information being provided, the IFU and training manuals reviewed were based off the occurrence date of the event. The IFU and training manual highlight the necessary steps for preparation and use of the novaflex+ delivery system. During valve delivery, utilize the flex wheel to traverse the aortic arch and cross the native valve. Verify the edwards logo is facing up. The delivery system articulates in a direction opposite from the flush port. Verify the correct position of the thv with respect to the native valve. Ensure the valve is correctly aligned between the markers. During thv deployment, unlock the atrion device when ready to deploy. While rapid pacing deploy the 1 while rapid pacing, deploy the edwards sapien xt valve. Empty the atrion device. Hold the balloon fully inflated for 3 seconds to ensure complete deployment. The novaflex+ delivery system requires a prescribed volume for valve deployment volume for valve deployment and proper function. Do not add or remove volume from balloon. When removing the delivery system, fully unflex the flex catheter and retract into the descending aorta. Lock the flex catheter into the default lock the flex catheter into the default position to ensure the flex catheter tip sits in the correct position to properly collapse during system removal. Pull the entire system through the sheath, maintaining guidewire position system removal. Maintain guidewire position in the left ventricle. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the novaflex+ delivery system, the delivery system and components was inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were unable to be confirmed due to unavailability of the device and imagery. Due to device unavailability, potential manufacturing non-conformance was unable to be determined. Additionally, due to lot number unavailability, a review of the lot history and DHR could not be performed. However, a review of the relevant manufacturing procedures, IFU, and training manual review revealed no deficiencies. As reported, ¿the aorta was severely calcified and as per medical opinion, this was likely the cause of the balloon burst¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as mentioned ¿the burst balloon caught the tip of the pig tail catheter that was inserted into the contralateral femoral artery. After many maneuvers, it was impossible to release the catheter from the tip of the balloon¿. As such it is possible that the altered profile of the burst balloon got caught on the pig tail leading to the withdrawal difficulties noted. While a definitive root cause could not be determined, the available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon with altered profile) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaints, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.

Manufacturer narrative:
Additional information was received and added to b.5. Investigation is ongoing.

Event description:
The aorta was severely calcified and, as per medical opinion, this was likely the cause of the balloon burst.

Manufacturer narrative:
Corrected information in b.5 and b.2 based on additional even clarification received.added f.10 device code.

Event description:
As reported by the edwards european affiliate, during a tf tavr case the delivery system balloon burst during valve deployment, at full inflation. Despite the burst balloon the valve was well implanted. Due to the non-folded shape, the burst balloon caught the tip of the pig tail catheter that was inserted into the contralateral femoral artery. The delivery system with the damaged balloon could not be retrieved through the sheath despite different maneuvering. It was impossible to release the catheter from the tip of the balloon. Vascular surgery was performed in order to clear the abdominal aorta, remove the delivery system, and repair. Damage was noted at the infrarenal aorta, at the iliac vessel, and a retroperitoneal hematoma was detected. A peripheral bypass graft was implanted to restore leg perfusion and several blood transfusions were necessary. The patient recovered and was extubated a few days after. The patient developed acute renal failure and pulmonary edema, which would have required hemodialysis but was refused by the patient¿s relatives. The patient expired due to renal failure.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4), during a tf tavr case the delivery system balloon burst and a major vascular injury occurred, requiring conversion to surgery.

Manufacturer narrative:
Corrected and additional information was added to d.4. A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.